Manufacturer narrative:
The complaint device has not been returned for evaluation since it remains implanted. However, small pieces of the graft has been returned. The returned pieces passed our visual inspection for knitting consistency and loose threads. No textile defects were found. We also tested the returned samples for water permeability and obtained results that were consistent with the reported failure description. Please note that graft samples were returned to us in a plastic bag and we could see traces of blood and moisture (assumed to be saline) on the graft's walls. Therefore, we believe the collagen was compromised on the return samples due to the storage/shipping conditions after the operation. A lot history records review for this batch did not reveal any discrepancies related to the complaint event during the manufacturing processes. All of the quality control tests passed with expected values. Therefore, the root cause of the failure remains inconclusive. However, we believe it was an isolated incident. Please not that the complaint graft remains implanted and no permanent injury to the patient happened due to this incident.

Event description:
Graft implanted and clamps removed. Graft should be non porous and blood tight, but there was considerable blood loss through graft fabric due to porosity. Packs applied, patient given protamine and tranexamic acid. Blood loss through graft estimated at 1 litre. Cell saver used. After 30 minutes, grafil still porous but improving. Video taken of graft leaking at this stage., further 10 minutes of packing and haemostasis achieve. Patient to ICU as planned. Cell saved blood returned to patient. Two unit blood transfusion the following day in ICU. Patient recovering well. No patient injury happened due to this incident.